Manufacturer narrative:
The investigation confirmed that lower than expected vitros tropi es and vitros nt probnp results obtained from non-vitros quality control fluids (cliniqa cardiac marker control lot 1705191) when tested on a vitros 5600 integrated system the investigation determined that the most likely cause was an instrument issue as the issue was occurring across multiple analytes and condition codes associated with well wash temperature had been posted on the analyzer. An ortho field engineer carried out service of the instrument, which included recalibration of the luminometer and replacement of the well wash head and associated adjustments. Following the service and recalibration, acceptable vitros nt probnp and tropi es qc results were obtained and there has not been any further instances of the well wash temperature condition codes. There is no indication of a systemic performance issue with vitros tropi es lot 2740 or vitros pro bnp lot 1786.

Event description:
The customer observed lower than expected vitros tropi es and vitros nt probnp results obtained from non-vitros quality control fluids (cliniqa cardiac marker control lot 1705191) when tested on a vitros 5600 integrated system vitros tropi es cliniqa cardiac control level 1 lot 1705191 result 0.032 ng/ml versus expected result 0.080 ng/ml vitros nt probnp cliniqa cardiac control level 2 lot 1705191 result 232.4 versus expected result 549 pg//ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower than expected qc fluid results were from non-patient fluid. The customer did not give any indication that patient results had been affected. There is no reported allegation of actual patient harm as a result of this event. However, this investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. This report corresponds to ortho clinical diagnostics (ortho). (B)(4).